Event description:
The recipient reportedly experienced a displaced internal magnet following an MRI. The recipient's internal magnet was removed. On (B)(6) 2017, the recipient's device was explanted. The recipient was not reimplanted.

Manufacturer narrative:
The recipient's implant site has reportedly healed.

Manufacturer narrative:
(B)(4). The device passed the external visual and photographic imaging inspections. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is a final report.